Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by the customer's parent that the customer got hospitalized due to a possible over delivery of the contents of the reservoir into the customer. The customer's pump got an alarm that the motor arm cannot communicate with the main arm, and then after a while, a low reservoir alarm was received. The customer's blood glucose was 252 mg/dl at the time of admission. The pump also got a software error detected alarm and the customer did a few rewinds. The customer's parent suspected that the pump had over delivered as the customer was having lows all night. The customer was given carbs to treat. No further information was provided. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will be returned for analysis.